Manufacturer narrative:
The device was intended to be used for treatment. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient headache serious is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that post procedure in a left internal carotid artery-communicating (c7 segment) aneurysm with a flow diverter, the patient presented to the emergency department with a persistent headache that lasted 3 days. It was 9/10 in intensity, throbbing in quality and in the left frontal region. Patient was admitted to hospital and started on medication. Imaging done showed no evidence of acute intracranial abnormality. The headache resolved 5 days later and has a possible relation to the flow diverter and other stryker devices used (long sheath catheter, subject guide catheter and microcatheter).

Manufacturer narrative:
This is 3 of 4 reports. Device is not available to manufacturer.

Event description:
It was reported that post procedure in a left internal carotid artery-communicating (c7 segment) aneurysm with a flow diverter, the patient presented to the emergency department with a persistent headache that lasted 3 days. It was 9/10 in intensity, throbbing in quality and in the left frontal region. Patient was admitted to hospital and started on medication. Imaging done showed no evidence of acute intracranial abnormality. The headache resolved 5 days later and has a possible relation to the flow diverter and other stryker devices used (long sheath catheter, subject guide catheter and microcatheter).